Event description:
It was reported that the patient presented in the emergency room after receiving a high voltage shock. Patient was sent home and was seen in clinic two days later. Several episodes of aborted shocks and one episode of inappropriate ventricular fibrillation oversensing leading to inappropriate therapy were observed. The oversensing was determined to be due to lead noise caused by a possible insulation break. The lead was capped and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
(B)(4).